Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the circumflex coronary artery. The balance middle weight (bmw) guide wire was advanced to the target lesion, but met resistance with the anatomy. When the guide wire was being removed, there was resistance with the anatomy and guiding catheter and the tip broke but the guide wire remained in one piece and was able to be removed as one complete unit without intervention. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was determined the reported difficulty to advance, difficulty to remove and tip break appear to be related to case circumstances of the procedure. In this case, the guide wire encountered resistance with the heavily calcified anatomy resulting in the difficulty to advance and the difficulty to remove. Manipulation against resistance during retraction untimely resulted in the tip break and the difficulty to remove from the guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.